Manufacturer narrative:
Investigation description: complaint was duplicated and confirmed. Alert 41 present in notifications menu, attempts to prime and rewind leadscrew were unsuccessful. Engineering logs confirmed alarm events. The device was opened to further investigate and the top on the leadscrew was found broken. The leadscrew will need to be replaced during refurbishment.

Event description:
It was reported that an ilet pump displayed alert 41 indicating an insulin absolute range error, which persisted after multiple restarts and produced an unable to proceed alert during dry run attempts, leading to initiation of a replacement. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery with product replacement arranged. Investigation included technical troubleshooting with device restart attempts and dry run verification. Investigation of this case revealed the pump continued to generate the same error after restarts and could not proceed with a dry run. It was concluded that the device malfunctioned, necessitating replacement.